Event description:
Litigation papers allege in or around (B)(6) 2010, pt's physician order pt to undergo blood tests which showed that she had high levels of the metals chromium and cobalt in her blood, requiring revision surgery to replace the asr xl acetabular system.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege in or around (B)(6) 2010, patients physician order patient to undergo blood tests which showed that she had high levels of the metals chromium and cobalt in her blood, requiring revision surgery to replace the asr xl acetabular system. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information, date of implant and date of explant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.